Event description:
It was reported a novum iq large volume pump under-infused. In the cardiovascular intensive care unit (cvicu) the patient was receiving an infusion of milrione. At 06.30 the nurse changed the bag and ¿the rate also increased at this time from 0.375 to 0.5. The rate was 13.1 ml/hour.¿ at approximately 18:00 that same day, the nurse noted the 100ml bag should have run out at around 6 hours after the start of the infusion. At this time the nurse observed the bag was ¿mostly full.¿ the volume of solution remaining in the bag and tubing was 80ml; however, the pump read there was 28.1ml left to be infused. The pump and the tubing set were changed and the milrinone was decreased to 0.25. The pump was removed from service. The patient experienced ¿some rhythm issues¿ the following day; however, the patient ¿eventually weaned off the milrinone.¿ after an unspecified amount of time, the patient¿s rhythm stabilized and was transferred to a step-down unit three days later. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.